Manufacturer narrative:
No conclusion code available failure event observed during analysis. Analysis found an integrated circuit anomaly which resulted in a high current drain. All other damage was found during procedure. The device was otherwise normal. (B)(4).

Event description:
This report is to advise of an event observed during analysis.